Event description:
It was reported to boston scientific corporation that during a posterior fixation procedure using a pinnacle posterior pfr kit, after successful placement of the right leg assembly in the patient, the physician attempted to load the suture of the left leg assembly into the capio device, and the needle detached outside the patient. The physician opened up a new pinnacle posterior pfr kit to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Product code has been corrected from ftm to ftl. Device evaluation: visual analysis of the returned pinnacle mesh assembly showed that the needle was missing from the solid blue dilator and the suture was kinked. The mesh was observed to be twisted inside the plastic sheath of the blue and white dilator. Visual analysis of the returned capio device showed that there were cracks on the gray handle. The probable root cause for the needle detachment was determined to be design. The probable root cause for the cracked capio handle could not be determined.

Event description:
It was reported to boston scientific corporation that during a posterior fixation procedure using a pinnacle posterior pfr kit, after successful placement of the right leg assembly in the patient, the physician attempted to lead the suture of the left leg assembly into the capio device, and the needle detached outside the patient. The physician opened up a new pinnacle posterior pfr kit to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B) (4).